Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported sharp pain on right side with a possible deflation. Device remains implanted. Healthcare professional reports scheduled bilateral exchange of textured breast implants for smooth breast implants due to the patient¿s concern with the product.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified appears to be calcification white in the surface of the shell and appears to be little fluids inside the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.